Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that at the beginning of the surgery, an ophthalmic system illumination ports was not functioning and vacuum cut off intermittently along with no aspiration. The surgery was completed with alternative product. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the issue concerning the ¿non-conforming illumination ports.¿ as such the ports were cleaned out and the system was rebooted. The representative was unable to confirm the issue with the ¿vacuum/aspiration issues.¿ the system was then tested and found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿illumination ports not functioning¿ is attributed to the ports needing to be cleaning. The root cause of the reported ¿vacuum and aspiration issues¿ was not able to be determined, as the system was found to meet specification. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).